Event description:
It was reported that the procedure was to treat a lesion in the femoral artery with mild tortuosity. During inflation of the fox plus 5.0 x 40 mm balloon, the balloon ruptured at 8 atmospheres (atm). The device had been prepped inside the patient anatomy; however no issues were noted during preparation. A fox plus 5.0 x 60 mm balloon was used and the procedure was successful. The patient is reported to be doing fine. No adverse patient effects were reported. There was no clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): incorrect preparation. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. It should be noted that the fox plus instructions for use (IFU) provides instructions to prepare the balloon prior to insertion into the anatomy. Based on the information reviewed, there is no indication of a product deficiency.